Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the atrial and left ventricular (lv) leads had high thresholds. The device and atrial lead were explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter-defibrillator (B)(6) 2010; 6949 implantable tachy lead (B)(6) 2006. (B)(4).